Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the tubing of a clearlink system continu-flo solution set. The pm was discovered during patient infusion with lactated ringers solution. The pm was further described as about 3/4 inches long, curly, and blackish/brown in color. The issue was resolved by changing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and particulate matter (pm) was observed inside the tubing. The pm was analyzed by the microbiology lab and the characteristics were found to be related to burn resin. It was also noted that the pm was adhered to the tubing walls. The reported condition was verified. The cause of the reported condition due to a degraded piece of burned plastic inside the tubing and a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.